Manufacturer narrative:
The freedom hospital ac power supply was returned to syncardia for evaluation. External visual inspection of the freedom home ac power supply EU revealed a depressed negative power pin in the hypertronics connector which was subsequently identified as the root cause of the customer reported issue. The source of the pin damage could not be conclusively determined based upon the information provided in the customer report; however, damage of this nature typically results from applying excessive force to the connector during the mating process when an obstruction is present in the connector barrel. Functional testing confirmed that freedom home ac power supply EU performed as intended despite the depressed negative power pin. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom hospital ac power supply had a loose connection while supporting a patient. The customer also reported that the patient was provided a new freedom hospital ac power supply. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the reported issue would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom hospital ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom hospital ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom hospital ac power supply had a loose connection while supporting a patient. The customer also reported the patient was provided a new freedom hospital ac power supply. There was no reported adverse patient impact.